Event description:
Information was received from the patient regarding their external equipment. The patient reported that it takes a long time to receive a bolus when they request a bolus and compatibility with a magnetic vest they had been wearing. Patient stated connecting to the pump was 'really fast' after receiving replacement handset. Patient stated about a month to a month and a half after receiving the replacement, it appeared to take longer. Patient stated they bolus 3-6 times per day. Patient stated part of why they thought way it took so long to bolus was because it was difficult to hold the communicator on the pump when they had the magnetic vest on because they had to reach their hand underneath and around the edge of the vest. Patient stated they only wear the vest for 2 hours per day and normally do not wear it when they were bolusing but sometimes have done it with the vest on. Or patient stated they would lift the vest out of the way of the pump. Patient stated the vest covers where the pump was located in their abdomen but had never had any symptoms or issues when wearing the vest. Patient stated they did not feel that connecting to the pump was any different when they have the vest on or not, and other than their cell phone within arms reach, they did not have any other electromagnetic interference (emi) near them. Patient stated when connecting to the pump (with or without magnetic vest on) the application might stall at other percentages, but it would always stall at 90% and patient had to wait 'a good while' before it finishes connecting. Agent assisted patient in connecting to the pump and requesting/receiving a bolus without the magnetic vest on. Agent reviewed closing app after use, assisted patient in resetting bluetooth and location, reset handset, and tried connecting again. Patient able to connect with a brief lag at 90% that patient stated was somewhat better and read a 1hr 38min lockout. Patient stated they normally connect to th e pump sitting down or sitting in the recliner. Patient would continue closing myptm app, avoid emi when connecting to pump, monitor, and call back for assistance as needed. Additional information was received from the patient who stated they're still having telemetry delay at 90%. The patient stated the equipment was operating very slowly. The patient had a refill a week ago and it does not appear that connecting to the pump was any faster than it was before the refill. The patient stated it's ¿always been getting worse¿. The agent assisted the patient in toggling off/back on bluetooth and location, restarting handset, closing myptm app, and resetting communicator. The agent also reviewed 90% telemetry considerations and the patient agreed to monitor.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type: software. Product ID hh90t01, serial# (B)(6), product type: mobile platform. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.